Event description:
It was reported that male external catheter had too adhesive which caused the patient pain while removing the catheter . The customer preferred next size 27 mm, but still patient feared if the adhesive for that one was just as strong as, it might end up injuring. The customer asked if they could apply anything prior using the catheter. No medical intervention was reported. Per customer via email on 04jun2021, it was stated that customer was using adapt, by hollister 7731 and 7737 medical adhesive remover and customer believed the different product numbers were only due to the large and small size spray bottles. It was also stated that now the product worked great and well.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "plc failure". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "description/indication the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication do not use on irritated or compromised skin. Precaution do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply 1) wash penis with mild soap and warm water. Dry thoroughly. 2) trim pubic hair if necessary. 3) open package at perforation. 4) to remove plastic insert, squeeze catheter at the top of the white cone and pull to release. 5) unroll self-adhering catheter over penis. 6) gently squeeze the catheter to properly seal adhesive to the skin. 7) connect to collection bag. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. Directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive." Correction: h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that male external catheter had too adhesive which caused the patient pain while removing the catheter . The customer preferred next size 27 mm, but still patient feared if the adhesive for that one was just as strong as, it might end up injuring. The customer asked if they could apply anything prior using the catheter. No medical intervention was reported.